Event description:
No additional information provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of report. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Device evaluation checked "yes". Entered evaluation codes. Added manufacturer narrative. The product was returned and the reported event was confirmed. Per visual inspection, the product was identified as fractured. Based on the evaluation, the device malfunction has occurred. DHR and complaint history reviews could not be performed since the lot number associated with the unknown implant was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that the calcitek 3.75 x 18 implant fractured in tooth site #19. Doctor also reports bone loss. Doctor was able to replace the fractured implant with a tsv 6.0 x 13 implant.